Event description:
It was reported that the patient is a paraplegic, and the neurostimulator (ins) healed into the pocket in a very tilted position. Regardless of the length of time recharging, the patient was only able to get the ins 50% charged. The patient experienced a warm sensation in or around the ins during recharging. The patient was able to use the device for a maximum of 3-4 hours before the burning sensation becomes unbearable. The patient's device pocket was revised. The pocket was changed to alleviate the tilted position. Everything was good after the revision. She was able to get all 8 boxes when recharging, and the burning sensation is no longer present. The x-ray and lead impedances were normal.